Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
Pt reports that in the mornings, he's alright but as the day progresses, the pain gets worse. He's experiencing a shooting pain and it's difficult for him to walk. He is unable to put pressure on his left hip. Pt saw doctor and had x-rays taken as well as blood work. He is scheduled to have a bone scan.